Event description:
A covidien airway rep initially received a report that there was a failure of the outer cannula separating from the flange. The nurse manager of the reporting hospital was contacted for further information; she stated that the tracheostomy tube was placed in the patient on the 31st of july and the failure occurred during the placement. The tracheostomy tube was removed using a suction catheter and the patient was re cannulated with a 6dct, and there was no adverse outcome. She did not know the lot number of the tube.

Manufacturer narrative:
The lot number is unknown and therefore the date of manufacture cannot be determined. If the sample is returned a failure investigation will be performed.